Event description:
It was reported by the pt's husband that the pump "exploded". The pt is currently hospitalized, but they are wanting to discharge her. The device was returned to the manufacturer for analysis. The device was explanted as "the pt was thought to have overdose symptoms". A large swelling was noted at the pump site; "suspected infection or cerebrospinal fluid leak". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.